Manufacturer narrative:
The complainant reported that the distal tip of a final locking cap driver was broken while performing final locking of system caps during a procedure on (B)(6) 2020. There were no reported patient complications associated with this instrument malfunction. The returned instrument was assessed, and the distal tip was confirmed to be fractured off from the instrument. Final tightening of system caps is performed with the final locking cap driver being used with the final locking sleeve to counteract the rotational force applied when performing final tightening of caps. If the final locking cap driver or final locking sleeve was inadvertently shifted while performing final tightening of caps, it may concentrate the lateral force to the distal tip of the instrument and could malfunction as observed. The root cause of this complaint cannot be reliably determined. A DHR review was performed for the final locking driver and the device met all required specifications prior to initially being released to distribution on (B)(6) 2016.

Event description:
The complainant reported that during a lumbar arthrodesis procedure on (B)(6) 2020, the distal tip of a final locking cap driver was broken. There were no reported patient complications associated with this instrument malfunction.